Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced lost data. No injury or medical intervention was reported. No product or data was provided for evaluation. The reported event of lost data was not confirmed. A root cause could not be determined.